Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 546 mg/dl. The customer was assisted with troubleshooting. The insulin pump received motor error alarm and every time she tries to bolus. The drive support cap was normal. The insulin pump was exposed imagine machine. Customer able to clear alarm and pump rewind. The insulin pump will not be returned for analysis.